Event description:
A registered nurse (rn), (B)(6), contacted (B)(6) customer service to report that the patient does not have a catheter, as it has been removed at this time. Upon follow up, it was confirmed that the patient had her catheter removed due to the patient having a "sore" right next to the exit site of her catheter, and she went to have it reviewed by her surgeon. Then, the patient's catheter came out, not completely but enough for the cuff to be exposed, therefore patient had surgery to remove her catheter. Patient has at the hospital for her surgery from 10/24 to 11/05 or 11/06 (pdrn was not sure) and did hemodialysis while at the hospital. Patient has since move to hemodialysis in-center since 11/07. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).